Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they heard an intermittent squealing noise from the centrifugal pump head. No patient involvement; product was changed out; surgery completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2017. Upon further investigation of the reported event, the following information is new and/or changed: the sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained. Visual inspection was performed on the retention sample, during which no anomalies were noted anywhere on the device. The sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the retention sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.